Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, resulting from one or more of the following factors: improper bone preparation, excessive impaction, misaligned insertion, and/or prying or levering during use, which led to the device breaking. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/01/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-2324bcsp swivellock eyelet tip broke. This occurred during use in a case with no patient effect. A new anchor was used, and insertion was completed without issue. No delay to case, no photos provided, and no harm to the patient.